Manufacturer narrative:
Correction: please note that we are redacting this report as it is a duplicate of FDA report # 2649622-2014-03294.

Event description:
It was reported that there was a lead impedance warning on superior vena cava (svc) coil of the lead for high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224vrc ICD, implanted (B)(6) 2012; 5867-3m adaptor, implanted (B)(6) 2014. (B)(4).